Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that they have had channel ¿error¿ issues in the past where the screen will go red "but doesn't state why" and they will send to biomed. This was reported to bd representatives during their site visit. There was no information on patient involvement.